Manufacturer narrative:
Updated fields: d9: is this device available for evaluation? Yes, date returned to manufacturer: 10-28-2024. G3: date received by manufacturer: 10-28-2024. G6: type of report: 30-day follow-up. H2: if follow-up, what type: additional information. H3: device evaluated by manufacturer: yes. H6: type of investigation: 10. Investigation findings: 3243. H11: it was reported that after an initial bunion surgery, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to non-union and a broken plate that was discovered via radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's height was 6'5" and weight was 260 pounds. The hardware was returned for evaluation. Analysis of the returned hardware confirms the reported issue of a broken plate. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken plate was likely subjected to excessive bending stresses which resulted in the breakage and contributed to the non-union. The company will supplement the MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to non-union and a broken plate that was discovered via radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's height was 6'5" and weight was 260 pounds. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken plate was likely subjected to excessive bending stresses which resulted in the breakage and contributed to the non-union. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to non-union and a broken plate that was discovered via radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event.